Manufacturer narrative:
A tear was observed on the internal portion of the soft cannula, resulting in a fluid leak. The leak is confirmed as the root cause of the observed corrosion and low batteries. It could not be conclusively determined if the observed cannula tear and subsequent leak are directly linked to the reported 0x10 alarm. Lot release records were reviewed, and the product lot me all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
A malfunction was found in the investigation for the original report of op5 pod hazard alarm during operation during bolus during wear at the infusion site of the abdomen. The investigation observed a torn cannula. It was also reported that the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 4 and 24 hours.